Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "incontinence, urinary", "tingling", "undesired sensations, stimulation-related" and "urinary urgency" ware defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a routine follow-up, the patient's stimulation was increased by three clicks, after which the patient experienced light tingling behind the scrotum followed by a throbbing sensation. The stimulation was then reduced which resolved the throbbing completely. The patient's son was instructed on how to further decrease stimulation by an additional click if the throbbing sensation recurred. It was further reported that the patient was no longer experiencing the same benefits as before. There were no signs of a urinary tract infection (uti) or any other infection; however, the patient was prescribed antibiotics, and the reason for this remains unclear. The patient continues to experience a constant urge to urinate and was leaking more frequently. The patient has not followed up yet. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p19000.

Event description:
It was reported that during a routine follow-up, the patient's stimulation was increased by three clicks, after which the patient experienced light tingling behind the scrotum followed by a throbbing sensation. The stimulation was then reduced which resolved the throbbing completely. The patient's son was instructed on how to further decrease stimulation by an additional click if the throbbing sensation recurred. It was further reported that the patient was no longer experiencing the same benefits as before. There were no signs of a urinary tract infection (uti) or any other infection; however, the patient was prescribed antibiotics, and the reason for this remains unclear. The patient continues to experience a constant urge to urinate and was leaking more frequently. The patient has not followed up yet. There were no additional patient complications.